Event description:
A malfunction alarm identified as "malf 1" was reported, and there were no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. The pump, which was still under warranty, was set to be replaced by technical support, and the customer was instructed to use multiple daily injections as backup insulin therapy. The customer was also guided on how to put the pump into storage mode before returning it, and they understood and acknowledged the instructions.